Event description:
Customer reported the output dosage is too high. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the output dosage was within specs. System operates as intended. (B) (4)